Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on the night of (B)(6) 2015 he received a reading of 179 mg/dl on his adc blood glucose meter, which he now believes was "higher than the actual reading". Customer further reported he self-administered 3 units of unspecified insulin because he thought his glucose was a bit high. Then at around 4:35 am his wife woke up and noticed that he was "staggering and mumbling in his sleep" so she called the paramedics. Upon arrival the paramedics received a reading of 34 mg/dl, reportedly diagnosed him with "diabetic shock" and treated him on the scene with an intravenous infusion of 50% dextrose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1502719 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.